Event description:
It was reported on the system 2800 that there was an intermittent communication error. Communication error light lit and unable to save images. There was no reported pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure of the intermittent communication could not be verified. System error log showed that the xray tube connections were arcing slightly. The anode connection at the tube was found to be loose. Secured connection. The system was tested and found to be working as intended and placed back into service.